Event description:
Meter does not power on. The patient took their diabetes medication after attempting to use the meter and did not experience any symptoms at the time of testing. The patient was taken to the hospital and was treated with glucose. There is no information on what the reading was on the physician's meter. The battery was replaced less than a year ago and the battery contacts were in good condition. Customer services sent the patient a replacement meter. Based on the information provided, the case is being reported as a malfunction, since the power issue was not resolved via troubleshooting.